Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to a driveline infection. The onset of the driveline infection was unknown. The infection was treated with intravenous antibiotics prior to the pump exchange. The patient would undergo standard post-operative care

Manufacturer narrative:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2022-16047. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
User facility medwatch received that states that the patient was originally implanted with a heartware hvad and had a tricuspid valve repair (tvr). The patient later developed a driveline infection that was positive for methicillin-susceptible staphylococcus aureus (mssa) with noted drainage from the driveline and fistulous tracts in the sternum. The patient was treated with cefazolin and underwent a pump exchange to a heartmate 3. Outflow graft cultures were taken during the pump exchange that were positive for serratia. The patient was treated post-operatively with a 6-week course of intravenous cefepime which resolved the issue. The patient later presented with driveline drainage, body aches and upper respiratory symptoms. Cultures taken were again positive for mssa. The patient underwent an incision and debridement of the driveline and was noted to have purulence coming from their mediastinum. The patient underwent a pump exchange with extensive debridement and wrapping of prosthetic material in omental tissue. The patient was again placed on a 6-week course of intravenous cefepime with a plan for lifelong antibiotic suppression.

Manufacturer narrative:
Medwatch: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump housing. A distal portion of the pump cable, measuring approximately 20¿ was returned attached to the modular cable via the inline connector (refer to modular cable investigation). The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-027227 were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.